Manufacturer narrative:
This was reported to philips as being a m3535a, so it was originally reported as a self-test failure. Since this was a 866205 device, this issue has minimal health risk. The final report should be done against the m3535a indicating that there was no m3535a issue and that the problem with the 866205 was not a health risk issue.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart mrx defibrillator shock test sent high impedance message. There was no patient involvement.